Manufacturer narrative:
Evaluation: one used lf1744 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The investigation found the device to function normally and within specifications for sealing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not seal a vessel properly. An end tone was heard, indicating a completed sealing cycle. There was less than 250 cc's of bleeding, and no patient injury resulted. A new device was used to continue the procedure.